Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced hypoglycemia with blurred vision. She curled up in the fetal position and passed out; her husband called the paramedics. When the paramedics arrived, they checked the patient's blood glucose value and it was 36 mg/dl while the cgm was reading 400 mg/dl. The paramedics treated the patient with unspecified IV medication and glucose and transported the patient to the hospital. In the hospital, the patient's blood sugar levels were monitored and the patient was discharged after two hours. At the time of the report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.